Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: ¿ when did each needle break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. ¿ did any needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ what was used to complete the procedure? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). *needle broke during use/ closure of incision. *needle did not fall into patient. *they opened a second suture. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was use. It was reported to the sales rep that the needle keeps breaking up yesterday and they did not excess forcing or anything it just separate off very easily. It happen three times in the case. There were no patient adverse event. Device is not available for return. Additional information was requested.